Event description:
Pt underwent cataract surgery on 02/24/98, and implantation of a staar model aa-4203vf intraocular lens. However, the dr stated that after the lens was inserted into the capsular bag, as it opened, it tore the bag and decentered. While removing the lens, the surgeon noticed vitreous loss, so he performed an anterior vitrectomy and implanted a pmma in the sulcus.